Event description:
Customer reported via email concern that cartridge might not hold three days of insulin in the future. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.